Event description:
It was reported that the pulse generator was in back-up vvi mode. The device was removed and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up model due to multiple flipped bits. The battery was at end-of-life (eol) voltage level. The product code could not be downloaded. After replacing the battery, normal function ensued.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.